Event description:
As reported in a medwatch report 3900900000-2023-8012, a scope cap broke off inside of a patient¿s oral cavity and pharynx and needed to be removed with rat tooth forceps. An additional two caps broke but came out with the scope. The event occurred during an endoscopic gastric peroral myotomy (g-poem) under general anesthesia. No additional information regarding the event was provided. The report is linked to patient identifiers: (B)(6). (Broke in scope).